Event description:
"A newborn had the extension set during 72 hours and they noticed that in the exact place of the "luer lock", an ulcer of 1 cm had developed. (Round shape)." "The solution was being administered through the foot and is difficult to use gauze/cotton to protect the skin. The baby was treated with silvadene cream, antibiotic and local care."